Event description:
User's grandmother called to report her grand daughter had high blood glucose (bg) of 600 mg/dl. States grand daughter was taken to ER with ketones and dka due to pod she did not think was delivering insulin. When the pod was removed, they noticed the cannula was "crimped". No further info is available.

Manufacturer narrative:
The device involved was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.